Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Service couldn't duplicate the initial problem, so no preventive measure was taken. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump failed accuracy by negative 12.6 percent. No reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.